Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported false positive sars, flu b, and flu a results across multiple lots and multiple facilities. False positive rate ranges from 0.8%-around 5%.